Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure on (B)(6) 2018, the reamer head broke while reaming and the nitinol flexible shaft torqued and bent. The reamer head got caught up in the tibia and part of it broke off and the flexible reamer shaft was twisted/bent while being used with the reamer head. The surgeon was able to grab the broken piece and used the other flexible reamer shaft in the pan to finish the procedure. This resulted in a surgical delay of five (5) minutes. No patient consequence. Procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no.: 352.085 , supplier lot no.: 16715 , lot no.: 5508984, manufacturing location: selzach , supplier: (B)(4), release to warehouse date: 02.apr.2007 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: device condition: the reamer head (part 352.085, lot 16715, mfg 02.apr.2007) was received at us cq broken. All fragments were returned. The break occurred roughly transverse at the base of the internal hex. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned broken. Lot number review: DHR review showed no ncr¿s were generated during production. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Drawing review: the drawing(s) were reviewed; dimensional analysis was not performed as this multi-use instrument is over 10 years old and there is nothing leading to a potential manufacturing issue. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the reamer head (part 352.085, supplier lot 16715, lot 5508984) was returned broken. A device inspection, device history record review and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such hard bone or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.